Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4) the device was returned and the analysis found no anomalies.

Event description:
It was reported that the device had not been sensing since (B)(6) 2009. Device manipulation did not result in any sensing. The device was explanted. No patient complications have been reported as a result of this event.